Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
The dealer states the alarm is not functioning.

Manufacturer narrative:
The device was evaluated by the returns department which found that the controls switch/button is broken.

Event description:
The dealer states, the alarm is not functioning.